Event description:
The hcp reported the pump was explanted after an implant duration of 30 months due to the fact the pump could not be refilled - "it was not possible to puncture the pump." No troubleshooting was performed. After the pump replacement, the patient outcome was reported as therapy ongoing, no further complications. A follow up report will be sent if additional information is received.